Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.

Event description:
The patient reported the infusion tubing leaks insulin at the connector resulting in elevated blood glucose (value not provided). No further information is available. The patient did not require treatment from a health care professional or second party to address the issue. The infusion set was requested to be returned for evaluation.